Event description:
Complainant alleged that during biomed testing, the device prompted a "self test failure for p/s v out of range" message and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of error d2b was duplicated and attributed to a variable resistor on the main board. The customer's report of error 806 was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing using a test battery and pads without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.